Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m all others. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot: qpmhzx, lot: qpmhdq. A manufacturing record evaluation was performed for the finished device qpmhzx /pdp9184h40 batch number, and no non-conformances related to the reported complaint condition were identified. Mfg. Date dec/30/2020, exp. Date nov/30/2022". "A manufacturing record evaluation was performed for the finished device lot number qpmhdq/pdp9184h40 and no non-conformances related to the reported complaint condition were identified. Mfg. Date dec/16/2020. Exp. Date nov/30/2022". Related medwatch reports - 2210968-2021-08762.

Event description:
It was reported that a dog underwent a surgical procedure for hyperadrenocorticism on (B)(6) 2021 and suture was used for the for the linea alba and fat. The dog suffered an abdominal wall break down at 18 days. Surgery went fine, no issues. The hcp would like to investigate whether the sutures broke down prematurely, allowing for the wound to open. It was mentioned to the sales rep that the dog in question was in the company of another dog on return to its home and was allowed to run up down stairs in the house.